Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-33, lot# v134578, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implant was not working correctly before the external parts were stolen. It was noted that it had not been working properly for 6 months. The patient also stated that ¿maybe the leads slipped after surgery¿ and they had already spoken with their healthcare provider. Additional information received reported that the patient¿s remote was not working properly. It had not been working properly for 6 months. The patient was implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.